Event description:
It was reported that during a thoracotomy procedure, the device was fired and then locked on the tissue. It is unk how the device was removed. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.